Event description:
It was reported that the medfusion pump exhibited a motor rate failure. The end user was not able to resolve the issue after taking troubleshooting steps; replacing motor/syringe size pot. No patient injury or complications were reported in relation to this event.